Event description:
The complainant reported that the device will not be available for return.

Manufacturer narrative:
B5 and h6 updated.

Event description:
A 66 year-old male with a history of nonischemic cardiomyopathy with heart failure with reduced ejection fraction, insulin-dependent diabetes mellitus, left below-knee amputation, hypertension, chronic kidney disease, and atrial fibrillation was admitted after reporting an implantable cardioverter-defibrillator (ICD) shock. The patient had been receiving home milrinone therapy and was undergoing evaluation in the cardiovascular intensive care unit for potential transfer to a center capable of combined heart and kidney transplantation. Two weeks later, during early morning hours, the patient experienced a witnessed ventricular tachycardia arrest. Cardiopulmonary resuscitation was performed and return of spontaneous circulation was obtained. The patient was transported emergently to the cardiac catheterization laboratory for mechanical circulatory support with an impella cp device, which was successfully implanted. Post-procedure management in the cardiovascular intensive care unit included multiple vasopressors and inotropic agents. Several hours later, the patient again decompensated and entered an acute shock state. Additional circulatory support was required, and the clinical team initiated venoarterial extracorporeal membrane oxygenation (ECMO) with plans to escalate support to an impella 5.5 at a tertiary center. Prior to transfer, blood cultures became positive for staphylococcus species, and antibiotic therapy was started. The patient subsequently underwent escalation to an impella 5.5 device with removal of the impella cp. After six days, infection markers improved, and the patient was transferred to a larger center for heart and kidney transplant evaluation. Following transfer, the patient developed bacteremia again and antibiotic therapy was resumed. Four days later, ECMO was discontinued, and the patient remained supported with the impella 5.5 device. After twelve days, the impella 5.5 was removed, and the patient was transitioned to a durable left ventricular assist device and underwent ventricular tachycardia ablation. Complications including tachycardia and need for resuscitation were re-occuring but present prior to support and thus more likely due to the patient¿s several underlying clinical conditions. It was difficult to isolate the source of infection considering that the patient had a swan-ganz catheter, central venous line, ICD, ECMO, and impella pumps but sepsis will conservatively be coded to both impella devices. No device malfunction was reported, and device-related management decisions were based on the patient¿s clinical condition.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Related medical device reports: this impella cp device report is one of two devices associated with the event.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was not determined due to insufficient clinical details.